Event description:
It was reported that the patient had developed a scab four months ago over the right-sided cranial implant site; the patient suffered reported falls and trauma injury to the head (hitting his head), over a three month period. There was a progression of the scalp wound erosion resulting in infection with symptoms of intermittent fevers and drainage. The patient was diagnosed with staphylococcus aureus (mssa), and septic arthritis after completion of wound cultures and unspecified laboratory testing. He was admitted to the hospital for evaluation and treatment with oral antibiotics. Inspection showed the scab was loose from the scalp with underlying "whitish" tissue; there was slight drainage from the wound and no exposed wire was visible. The other dbs surgical sites had been deemed intact. The system was explanted; after removal of the lead and extension products, the pulse generator was explanted four days later. The event was attributed to the patient condition and included risk factors of another primary infection, orthopedic limitations from parkinson's disease and from patient induced "picking at the implant site". The patient was expected to recover. Refer to MFR report #6000153-2008-02464 and 6000153-2008-02465.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.